Event description:
The account alleged that the head raised on its own. No pt impact.

Manufacturer narrative:
The account found the caregiver control switch was stuck. The account replaced the caregiver switch assembly to resolve the issue.